Event description:
It was reported that prior to use, the problem is that the equipment does not connect with the interface, preventing it from working properly. Both, wired and wireless was attempted and both fail. After the checks carried out, the failure seems to be related to the interface itself. The console worked fine. The procedure was completed with other equipment. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that the reason for the return can't be confirmed when the p.I. Is docked it connects , also wireless and with the cable it connects. The fuse and spare fuse decals are worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.